Event description:
The lay user / patient contacted lifescan (lfs) on september 26, 2006 alleging that his ultra meter power's off during use. A medical affairs specialist (mas) spoke to the patient on september 27, 2006 and obtained the following information: for the past two days, the patient has been unable to obtain a blood glucose reading, since the meter powers off during use. Since he was unable to obtain a reading he still took his oral medication on a regular basis. The patient refused to provide the name of his oral medication. In 2006, the patient felt dizzy and attempted to test on the ultra meter, and the unit powered off. Since he was feeling dizzy, he went to the emergency room at 4:00 am, where he was treated with insulin. The patient mentioned he was kept overnight and does not know what the diagnosis was. At an unspecified time and date, he obtained a 127 mg/dl. The patient does not know whether that was on his meter or on the hospital's meter. The patient was unable/unwilling to verify if the battery was replaced as per owner's booklet. The meter shut off before the time was up. There has been no trauma toward the meter. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported since the patient experienced symptoms and was treated with insulin by a medical professional.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.